Event description:
It was reported that the subject device had flicking image. The event occurred at an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable; stripes in the image; damaged fiber bonding in the outer tube area distal end; and error code 104. A root cause could not be identified. Based on the results of the investigation, it is likely the image flickered and there were stripes in the image due to the broken video cable. A root cause for the malfunctions found during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.